Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display as well as failed battery test. The customer¿s blood glucose level was 164mg/dl at the time of the incident. Troubleshooting was performed and the display did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to corroded motor home switch and electronic assembly. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.